Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). This device was previously reported under 0001825034-2016-05539. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-05536 & 0001825034-2016-05540 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient enrolled in a clinical study experienced left hip erysipelas infection approximately one month post-implantation. The infection resolved with medication.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.